Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the date of the initial procedure? ¿no information. How many layers of tissue were closed I perineal area? ¿no information. What tissue layer was the suture used on? ¿ no information,. What was the condition of the tissue (healthy, diseased, weakened)? ¿no information. How was the suture placed (interrupted or continuous)? ¿ no information. What post op day did the patient experience ¿open wound¿? ¿no information. What medical intervention was performed for the ¿open wound¿? ¿no information. What is the surgeon opinion of the contributing factors to the wound dehiscence? ¿he thinks these ae were not related suture. Can you describe the appearance of the suture when dehiscence was noted? ¿no information. Were the knots intact and the suture found broken post-op? ¿no information. Was the suture intact and pulled away from the tissue? ¿no information what is the name of the surgeon who performed the initial perineal wound closure? ¿no information what are the patient age, weight and bmi? ¿no information what is the current condition of the patient? ¿good.

Event description:
It was reported that a patient underwent a perineorrhaphy procedure during a delivery on an unknown date and suture was used. On approximately, post op day 5, the patient experienced dehiscence of the perineal wound. There is no information on how the patient was treated. The patient current condition is good. The initial procedure was performed by a young surgeon, so the advising doctor opined that the event is not related to the suture and it might depend on suturing technique. No further information is available.